Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for perforation of the inferior vena cava and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) female patient was (B)(6).